Manufacturer narrative:
Initially it was reported that the ventilator's control printed circuit board was found defective. On-site investigation was performed. According to received information in service report, expiratory flow meter error occurred. The replacement of the control printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory flow meter error would not affect ventilation. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's control printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).